Event description:
It was reported that only 2 of 8 episodes could be viewed on carelink, and they were both consistent with artifact (oversensing resulting in fast ventricular tachycardia). The patient reported that their heart "stopped" and that they were hospitalized in the same timeframe as the episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.